Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure, the lead helix would not deploy until 25 - 30 rotations until it popped out. The lead was not used and another same model lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.